Event description:
A complaint regarding loss of stimulation was reported. The physician recommended lead revision. During revision surgery, it was noted that the patient's paddle lead was fractured. The fractured lead was explanted and a new paddle lead was implanted. The pt is reportedly doing well.